Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), uterine haemorrhage ("abnormal uterine bleeding") and appendicectomy ("surgery (other) type of surgery: exploratory surgery(removal of appendix)") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included uterine bleeding in 2006, gravida ii and parity 2. Concurrent conditions included menometrorrhagia (undergone a normal pap and also endometrial biopsy), cervicitis, cyst, congestive heart failure and hypertension. Concomitant products included tramadol from 2010 to 2013 for constipation prophylaxis as well as nuvaring (nuva), oxycocet (percocet) from 2010 to 2013 and topiramate from 2007 to 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient underwent appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and uterine pain ("uterine pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, appendicectomy, dyspareunia and fatigue outcome was unknown and the uterine pain was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered appendicectomy, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in 2007: confirmed occlusion. She had undergone a normal pap and also endometrial biopsy. Patient underwent cystoscopy: bilateral flow from both ureters and a normal appearing bladder without injury. On (B)(6) 2013 : pelvic us: essure coils seen within the interstitial portion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming - abdominal pain,pelvic pain,dysmenorrhea,menorrhagia" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage" most recent follow-up information incorporated above includes: on 27-feb-2018: event per pfs: ¿abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essuredevice ,dysmenorrhea (cramping), surgery (other) type of surgery: exploratory surgery(removal of appendix), dyspareunia (painful sexual intercourse), pain, fatigue and perforation (uterus), abdominal pain, uterine pain¿, reporter added. Outcome of pelvic pain, abdominal pain, uterine pain were updated to recovering. Patient¿s concomitant medications added. Event ¿abnormal uterine bleeding¿, concomitant and historical condition added from medical record. On 27-feb-2018: medical record was received. Patient's medical history was added. Laboratory data was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device"), uterine haemorrhage ("abnormal uterine bleeding") and appendicectomy ("surgery (other) type of surgery: exploratory surgery (removal of appendix)") in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included uterine bleeding in 2006, gravida ii and parity 2. Concurrent conditions included menometrorrhagia (undergone a normal pap and also endometrial biopsy), chronic cervicitis, nabothian cyst, congestive heart failure and hypertension. Concomitant products included tramadol from 2010 to 2013 for constipation prophylaxis as well as nuvaring (nuva), oxycocet (percocet) from 2010 to 2013 and topiramate from 2007 to 2013. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient underwent appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), uterine pain ("uterine pain") and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, uterine haemorrhage, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, appendicectomy, dyspareunia, fatigue and pelvic discomfort outcome was unknown and the uterine pain was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered appendicectomy, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic discomfort, uterine pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in 2007: confirmed occlusion. She had undergone a normal pap and also endometrial biopsy., patient underwent cystoscopy: bilateral flow from both ureters and a normal appearing bladder without injury. (B)(6) 2013 : pelvic us: essure coils seen within the interstitial portion of fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming - abdominal pain, pelvic pain, dysmenorrhea, menorrhagia." ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage." Most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet received and concomitant medication and events discomfort were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.